Event description:
It was reported that the patient who had a bladder stone, obstructing stone in proximal ureter and pos for multi-drug-resistant morganelli underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient had an acute urinary retention. The bladder scan showed 810ml and suprapubic pain was felt. An 18fr catheter was inserted after it failed to place 16f, a 10ml used to inflate balloon and drained urine. It was determined that these events were not serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient who had a bladder stone, obstructing stone in proximal ureter and pos for multi-drug-resistant morganelli underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient had an acute urinary retention. The bladder scan showed 810ml and suprapubic pain was felt. An 18fr catheter was inserted after it failed to place 16f, a 10ml used to inflate balloon and drained urine. It was determined that these events were not serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.